Event description:
It was reported there was a damaged lead during an implant procedure. During an implant procedure, the physician could not insert the lead into the header block. The physician could tighten the screw, but not loosen it enough to insert the lead all the way. The lead was damaged distal to electrode 0. It was noted the lead tail "wouldn't fit" into the implantable neurostimulator (ins). It was tried multiple times to reconnect/wipe down the lead and it could not connect. Upon visual inspection of the lead tail after "pulling it out," it was seen the lead was compromised. The lead looked ripped/kinked and the plastic coating stripped. The procedure was unsuccessful and the procedure was aborted. The lead was explanted and the ins was not used. There was no patient injury associated with the event and the patient recovered from the surgery without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) revealed a setscrew had been backed out too far.

Manufacturer narrative:
Product ID 3889, blue_lead, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.